Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual but steady increase in shock impedance measurements from approximately the 120 ohm range up to 145 ohms, which is high out of range. There were subsequent shock impedance measurements in different vectors which were noted to range from approximately 150 ohms to 177 ohms. It was indicated that this cardiac resynchronization therapy defibrillator (crt-d) system has never delivered a shock. Boston scientific technical services (ts) provided guidance to the boston scientific representative that a gradual increase in shock impedance is typically due to calcification on the lead and explained that above 145 ohms, a delivered shock is truncated preventing full programmed shock energy from reaching the heart. It was indicated that the physician does not want to explant the lead and wants to bring the patient in to perform defibrillation threshold (dft) testing. Ts strongly advised the representative against performing dft testing and noted that due to the high shock impedance, they are not confident that all programmed shock energy will get to the cardiac tissue resulting in a potential of not converting a ventricular arrhythmia to a normal sinus rhythm. Ts advised performing a commanded maximum energy shock test and indicated at some point, a lead replacement will be necessary. Subsequent information from a boston scientific representative indicates that this patient was brought into the clinic for dft testing. Before the dft test, the shock impedance was 143 ohms and the delivered shock impedance from the dft test was 93 ohms. After the dft test, another shock impedance measurement was taken on the test screen and it was 111 ohm. No crt-d device programming changes were made, and the patient was discharged after the dft test with no problems. The lead remains in-service. No additional adverse patient effects were reported.